Manufacturer narrative:
Additional information: medtronic received information that the amount of alleged inaccuracy was 5-6 mm. Device evaluation: the emitter was also replaced and returned for evaluation. The device passed all accuracy testing and was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the computer on the system. The navigation system then passed the system checkout and was found to be fully functional. The system computer was returned to the manufacturer for analysis. Analysis found that there were no issues associated with the computer.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively during the navigate task and extended surgical time by less than an hour. It was reported that during a case the surgeon would register the patient and verify accuracy at the bridge of the nose with it being accurate. The surgeon then would start the procedure and when he went to go use either the registration probe or the straight suction at the same location on the nose, it would be inaccurate. No anatomy had been removed at that point. Non-invasive prenatal test (nipt) was used. Navigation and imaging were not aborted. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found no software issue. Software functioned as designed.

Manufacturer narrative:
Correction: updated with the correct part information. It was incorrectly reported that the non-invasive prenatal test (nipt) was used. Updated with the correct part (non-invasive patient tracker). If information is provided in the future, a supplemental report will be issued.

Event description:
The non-invasive patient tracker (nipt) was used.